Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that soon after the catheter was placed in the (B)(6) male pt's right internal jugular vein, the physician noticed that the swg was "gone." As a result, an x-ray was performed and identified that the swg was partially in the catheter and in the pt's vessel. The catheter and swg were removed together and a new set was placed without issue. There was no reported delay, death, or complications as a result of this occurrence.